Event description:
The dentist reported a screw fractured.

Manufacturer narrative:
The screw was returned and visually inspected. It was found to be completely severed into two pieces; it was severed at approximately the second thread counting from the tip of the screw¿s head. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.